Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during right ventricular outflow tract (rvot) ventricular tachycardia (vt) ablation procedure using thermocool® smart touch® sf bi-directional navigation catheter, a pericardial effusion occurred. As blood pressure was regularly monitored throughout the procedure, a sudden decrease was noticed at some point. A transthoracic echography was conducted and confirmed that a pericardial effusion was ongoing in the rvot area requiring pericardiocentesis. Physician¿s opinion on the cause of this adverse event it is believed that it resulted from a perforation of the cardiac tissue with the smarttouch sf catheter, which was maneuvered in this area in the minutes preceding the blood pressure decrease. A review of the catheter position and of force and impedance values on carto replay module showed that at some point the smarttouch sf catheter seemed to be "out of" the chamber volume, with force exceeding 40g and impedance value exceeding 300 ohms. A drainage was completed, and blood pressure reached a stable and correct value again. The absence of any additional effusion was assessed by transthoracic echocardiogram (tte). Ablation settings and parameters were not reported because no ablation performed. Procedure was aborted due to this incident. Since the event is life-threatening and required intervention to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable.